Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/7/15 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: black box shows one occurrence of time/date defaulting on 8/4/2015. Time and date was accurately set at start of investigation. Pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. It was confirmed on the bench when the battery was reinserted after 6 hours without power, the time and date did reset to 12:00 am 1/1/2007. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Further visual inspection shows internal battery leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.